Event description:
Pt had shelhigh, inc. Dural graft implanted during neurosurgery in 2006. The patch was thought to be contaminated, and pt developed an infection with heavy growth of "acinetobacter baumannii" in his cerebral spinal fluid.